Manufacturer narrative:
After further review MFR is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that during use with bd lsrfortessa¿ waste that had not been decontaminated leaked outside of instrument. There was no impact on customer, no report of patient impact. The following information was provided by the initial reporter: customer noticed a leakage coming form the bottom right of the instrument. The leakage occurs only when the instrument is run mode or when the arm is on the side. 1.was the leak fluid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was there spray of fluid under pressure?no. 4. What was the fluid that leaked? Unknown. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd lsrfortessa¿ waste that had not been decontaminated leaked outside of instrument. There was no impact on customer, no report of patient impact. The following information was provided by the initial reporter: customer noticed a leakage coming form the bottom right of the instrument. The leakage occurs only when the instrument is run mode or when the arm is on the side. Was the leak fluid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure?no. What was the fluid that leaked? Unknown. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.